Manufacturer narrative:
The device was returned to resmed for general service and evaluation. During evaluation, the device failed the battery degradation test. It was determined that the device failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by to resmed that an astral device did not pass the battery degradation test. The device was not in use when the fault occurred; therefore, there was no patient involvement.